Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Without product evaluation no conclusion can be drawn as to the cause of the physician's difficulties. The anchor was likely exposed due to the displacement of the bypass tube. Since clarification was received which indicates that the polyfoil pouch was completely opened prior to removing the angio-seal it is likely that the bypass tube became dislodged after the angio-seal was removed from the polyfoil pouch. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the anchor was already exposed. The following information was provided by the user facility: when insertion of the device into the insertion sheath was attempted, the anchor was found already exposed from the device; the device was not used; a new angio-seal device from a different lot was used to successfully achieve hemostasis; the poly-foil pouch was fully opened before taking out the angio-seal device; the physician had completed the training process on the device prior to this case; there was no other devices or equipment used with the product; and it was reported there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and completed investigation results. One 8fr angioseal sts plus device was returned for evaluation. The device was returned with the polyfoil pouch, arteriotomy locator, guidewire and guidewire holder. The returned components were then subjected to visual analysis where the anchor of the carrier tube assembly was found exposed. The bypass tube was not returned. There was an additional bend in the collagen and carrier tube assembly likely sustained during the transportation of the device. The polyfoil pouch was then inspected and noted to be only partially open with approximately 1" of the seal remaining to be opened. The bypass tube itself was not returned for product analysis. Based on the evaluation performed the complaint could be confirmed for dislodged/ displaced component since the bypass tube was not found covering the anchor of the carrier tube assembly. However, it is likely the cause of the dislodgement may stem from the polyfoil pouch not being completely opened completely when attempting to remove the carrier tube assembly; the bypass tube can become dislodged. The IFU states the need to properly open the polyfoil pouch. Additional causes of the detachment may stem from mishandling of the device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.